Event description:
It was reported that the ilet frequently stopped insulin dosing due to running out of insulin and periods of user-initiated disconnection, leading to recurrent hyperglycemia, with documented glucose readings up to 256 mg/dl on cgm and 242 mg/dl on bgm. The user noted rapid insulin use, reliance on a caregiver to replace supplies, and temporary pump discontinuation for an upcoming procedure, and the healthcare provider advised reverting to subcutaneous insulin injections. Symptoms included thirst and malaise consistent with hyperglycemia. Outcomes included a delay to treatment or therapy when dosing was paused or the device was disconnected. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device malfunction, a usage problem related to frequent disconnection and allowing the pump to run out of insulin, and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.